Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Troubleshooting/assessment: upon investigation, the technician found that the brakes were inoperative due to the brake casters being broken and the linkage needing adjustment. Repair/retest: to resolve the issue, the technician replaced the brake caster and adjusted the linkage and performed a functional test per the service manual and the bed functioned as designed.